Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, unknown mentor gel breast implant was received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient. The devices were clearly ruptured upon return. This report is for the left implant.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device was severely rented within a crease at the edge of the rent. No other anomalies were discovered. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).